Manufacturer narrative:
B)(4). This event occurred in b)(6).

Event description:
The customer received a questionable high result for the elecsys tsh assay and elecsys ft4 ii assay for one patient and suspected an interference with biotin from the qizenday treatment the patient was receiving. The customer used a cobas 6000 e 601 module. The serial number was requested but was not provided. Specific data and additional information for the complaint was requested but was not provided. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The complaint also involved the elecsys ft4 ii assay. Refer to the medwatch with b)(6) for this assay.

Manufacturer narrative:
Additional information was received: testing was performed on (B)(6) 2016 while the patent was taking qizenday. The results were: tsh: 0.02 mu/l, ft4: 44.3 pmol/l, ft3: 5.27 pmol/l. On (B)(6) 2016 after the qizenday was stopped, the results were: tsh: 0.39 mu/l, ft4: 20.5 pmol/l, ft3: 4.60 pmol/l, pth: 20.6 ng/l.

Manufacturer narrative:
Samples drawn from the patient on (B)(6) 2016 and (B)(6) 2017 were submitted for investigation. The ft3, ft4, and tsh results for both samples were within the reference ranges on two different analyzers. No interfering factor to streptavidin was found in the samples.

Manufacturer narrative:
The samples submitted for investigation were tested for biotin. The sample drawn on (B)(6) 2016 had a concentration of approximately 0.38 ng/ml and the sample drawn on (B)(6) 2017 had a concentration of approximately 0.25 ng/ml . The biotin concentrations for these samples were below the threshold concentrations documented in product labeling for interference with the assay. The investigation determined the issue with the results on the other sampling dates may have been caused by the high biotin doses of the qizenday therapy the patient was receiving on those dates. It is recommended that biotin therapy should be stopped for one week before measurements are done with assays that use the biotin-streptavidin technology. Product labeling states samples should not be taken from patients receiving therapy with high biotin doses(>5 mg/day) until at least eight hours following the last biotin administration.